Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon device interrogation, the right atrial lead exhibited noise. The noise could not be reproduced during provocative testing. No intervention was performed. The patient was in good condition and would be monitored.